Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported a loss of communication between the insulin pump and transmitter and cannot find sensor signal. Troubleshooting was performed but the issue could not be resolved. No harm requiring medical intervention was reported. The customer will discontinue the use of the transmitter and the transmitter will not be returned for analysis..